Event description:
Patient reported that, in 2004, she discovered insulin leaking from the bottom of the device. She indicated that no insulin pooled in base of the cartridge chamber. No error messages were generated by the device. Patient indicated that her blood glucose was elevated (value not provided); which she treated by switching to her back-up device and delivering a bolus.